Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Date of occurrence: on (B)(6) 2025. The product easily protrudes during peripheral venous puncture; touching the device activates it, causing the needle to protrude and resulting in loss of venous access. Was the cause of the occurrence detected? If so, describe the cause. Product easily protrude during peripheral venous puncture. After the cause of the occurrence was detected, were measures taken? If so, describe the measures. Yes. Always perform venous puncture with two technicians to assist in mobilizing the limb to be punctured, to avoid or minimize catheter protrusion during peripheral venous puncture. Did this occurrence cause or could it cause health problems? If yes, loss of venous access, family dissatisfaction, patient exposed to a new procedure. Did the event lead to hospitalization? If yes, place of hospitalization: na. Case evolution: temporary injury.